Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to the stylus connector on the micro processing unit having a loose contact. It was also noted that the cord bay latch was broken. All bullets were missing. The left keyboard hinge was broken. The stylus was bent. The keyboard latch was broken. The radiofrequency head cable was pinched but functional and the anti-slip layer was missing. The paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.